Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window, and cracked battery tube threads. Moisture damage was noted on the display board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump was exposed to water. The customer's blood glucose level was 388 mg/dl. The customer was asked it is okay to troubleshoot and feels alright. The customer stated at water polo practice her insulin pump fell in the pool. The customer reported that their is water under the lcd display of the insulin pump and possible crack. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions. The patient was advised that will replaced the insulin pump.